Manufacturer narrative:
Date of event: unknown. Investigation summary: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Investigation conclusion: based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd¿ insulin syringe needle contained foreign matter. The following information was provided by the initial reporter: "consumer reported found 1 syringe from this box to have an orange flake on the needle when he removed the needle shield."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 12-apr-2022. Investigation summary: customer returned a single 1ml syringe with no other identification. The syringe needle features a strand of fibrous, plastic-like material roughly 2mm in length. It is orange-colored, matching the needle shield. Additionally, there is a mark on the inside of the needle shield that was made mechanically, though it is deep enough and small enough to be too difficult to properly capture visually. It has been noted that the material was found when the needle shield was first removed, prior to use or potential reshielding by the user. A review of the device history record was completed for batch # 1109065. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of foreign matter on the syringe needle. The root cause cannot be identified.

Event description:
It was reported that the bd¿ insulin syringe needle contained foreign matter. The following information was provided by the initial reporter: "consumer reported found 1 syringe from this box to have an orange flake on the needle when he removed the needle shield"